Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the patient was started on cardiac support using an intra-aortic balloon counterpulsation pump (B)(6) 2024 at 20:00, the intra-aortic balloon counterpulsation pump suddenly stopped functioning and issued a fault alarm, with the screen displaying "system error3(1): pump/valvecontroller failure ". Impact on the victim: prompt treatment, no harm". The pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was started on cardiac support using an intra-aortic balloon counterpulsation pump. (B)(6) 2024 at 20:00, the intra-aortic balloon counterpulsation pump suddenly stopped functioning and issued a fault alarm, with the screen displaying "system error3(1): pump/valvecontroller failure ". Impact on the victim: prompt treatment, no harm". The pump console was swapped to continue therapy. The patient's current condition is reported as "fine".